Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that during a hip arthroscopy, the tip of anchor inserter was bent after surgeon tried impacting the device into the drilled hole. Since the inserter was bent, the anchor did not go into the hole properly causing the anchor to pull out of the patient. Another device was opened and the surgery was completed successfully with no impact to patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause determined to be potential use error; surgeon confirmed he may not have had the anchor all the way in the hole. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.